Manufacturer narrative:
(B)(6). The device was received for evaluation. A visual inspection was performed and it was noted that the tubing under the female connector was kinked. The unit was also gravity tested with no issues noted. There was no impact to the functionality of the set. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a female luer lock adapter with control-a-flo was broken. The broken tubing was discovered prior to patient infusion. There was no patient involvement. No additional information is available.